Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified an underweight device, a broken shell, and red particles in the gel. A microscopic analysis was performed which identified a sharp break on the posterior side, and wear abrasion. A dimension measurement in the shell was performed which identified the shell thickness within specification. Based on the device analysis, the final assessment is a sharp break on the posterior side due to an unidentified tear opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.